Event description:
According to the complaint description during a resuscitation, a patient was intubated with the c-mac using blade #3 while resuscitation was in progress. Several times after switching on, the complete laryngoscope failed with a black screen and a light source that was not switched on. This could not be remedied even by pressing the handle on the camera piece again or by switching it off and on several times. After changing to the #4 blade, it functioned without any problems and intubation was possible. All in all this caused a slightly delayed intubation. Furthermore, this event was initially reported to the manufacturer on (B)(6) 2023. Additional information mentioning the death of the patient was received 2023-03-30. Currently it is unknown if death occurred due to the malfunction of our device because it was used in an emergency situation already.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).